Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5512-f-601, tri ts femur sz6 left; lot# hb97a. Cat# 5549-a-651, triathlonctrfemconeaug sz 5l; lot# lp0h1. Cat# 5560-s-115, triathlon cemented stem-15mm x 50mm; lot# 1157740m. Cat# 5544-a-600, tri post augment sz6 10mm; lot# hoe4a. Cat# 5544-a-600, tri post augment sz6 10mm; lot# ibt4s. Cat# 5540-a-601, triath fem distal aug 5mm - size 6 left; lot# esz3x. Cat# 5541-a-601, triathlon femoral distal augment 10mm - size 6 left; lot# gee7u. Cat# 5551-g-401-e, triathlon asymmetric x3 patella; lot# 20k7. Cat# 5521-b-600, tri ts baseplate size 6; lot# ol94ba. Cat# 5549-a-150, triathlon sym cone aug sz e; lot# u55p1. Cat# 5565-s-018, tri press-fit stem 18mm x 100mm; lot# 0122501d. Cat# 5546-a-602, tri rm/ll tib aug sz6 10mm; lot# erfcr2a. Cat# 5546-a-601, tri lm/rl tib aug sz6 10mm; lot# erhwn8a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Left knee. I&d washout performed secondary to infection. The surgeon struggled with exposure and damaged the first insert he tried to put in. No further information is available from the doctor or hospital.